Event description:
Lasik surgery gone wrong. Blurry vision, double vision, worst vision than before surgery. Pain, inflammation, redness, itchy, scratchy eye. Three months of pain. Twelve months of double vision and blurry vision.